Event description:
It was reported that the customer received a button error alarm on the insulin pump. Advised that the customer discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose was unknown. The customer's mother confirmed that she would call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.